Manufacturer narrative:
(B)(4). Section h11: method: the subject 900mr869 temperature/flow probe and additional information about the reported event were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject 900mr869 temperature/flow probes were received at f&p healthcare in new zealand for evaluation, where they were visually inspected. Visual inspection identified no visible damage or defects with the returned devices. In addition, a review of the manufacturing records for the reported 900mr869 temperature/flow probe lot batch was completed and confirmed that the patient-end temperature/flow probe part was made to dimensional specifications. Further review of the manufacturing records of the infant breathing circuits was not able to be performed as the lot information was not provided. Conclusion: based on the information provided by the healthcare facility, our investigation, and review of the manufacturing records, we are unable to determine the root cause of the reported issue. However, as part of our post market surveillance processes, f&p healthcare will continue to monitor post market surveillance data and review internal design and manufacturing data related to the temperature/flow probe being loose or dislodging from the infant breathing circuit. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. At the end of the final assembly process, all 900mr869 temperature/flow probe are 100% tested as follows: functional testing of temperature/flow probe , visual inspections for any visible defects and contamination, resistance testing. At the end of the final assembly process, all rt225 infant breathing circuits are 100% tested as follows: functional testing for leak, visual inspections for any visible defects and contamination, resistance testing of the heater wire. The instructions for use for the temperature/flow probes outlines the correct set-up of the temperature probe and also state the following: - ensure that both temperature probe sensors are correctly and securely fitted. - push the airway probe and chamber probe into breathing circuit making sure they are correctly located and pushed into place. - perform ventilator leak test on the breathing circuit before use. - there is a residual risk associated with use of this product, even if used as intended. Following all instructions and warnings provided, the risk of hypoxic injury, skin burns, airway burns, airway injury, lung injury, electric shock injury, musculoskeletal injury, and hypothermia remains. These risks may result in serious injury or death the instructions for use accompanying the rt225 infant breathing circuits show in pictorial format the correct set-up of the circuit and also state the following: - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death. The instructions for use accompanying each mr850 and hc550 respiratory humidifier outlines the correct set-up of the device in accordance with instructions and warnings, and also states the following: - ensure that both temperature probe sensors are correctly and securely fitted. - visually inspect the humidifier and accessories for damage before use and replace if damaged - this product is for use under the supervision of trained medical personnel. - ensure that appropriate ventilator and/or patient monitor alarms are set, connections are secure and a leak test is completed before use. The mr850 and hc550 technical manual also outlines the action required when a flashing 'airway probe' indicator is accompanied by an audible alarm, including to 'check for proper insertion of the airway probe into a correctly configured breathing circuit', and to 'adjust as necessary'. The technical manuals also outline the 6 monthly and annual maintenance tasks to ensure the humidifier, and its accessories are in working order. In addition, it also states that the accessories used with the mr850 respiratory humidifier are to be visually and functionally checked, and replaced in the case of damage or if it fails the performance test.

Event description:
A healthcare facility in poland reported that two 900mr869 temperature probes were found dislodging from the patient-end temperature probe port of fisher & paykel (f&p) healthcare infant breathing circuits during set up and prior to patient use. There was no reported patient involvement.

Event description:
A healthcare facility in poland reported that two 900mr869 temperature probes were found dislodging from the patient-end temperature probe port of fisher & paykel (f&p) healthcare infant breathing circuits during set up and prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject 900mr869 temperature probes have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.